Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Reportedly, customer initiated a bolus after receiving a correction bolus which decreased their bg level. Bg was addressed via consumption of carbohydrates. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.